Event description:
Additional information received that this device was explanted and the lead was surgically abandoned. Attempts to obtain additional information were unsuccessful. The system is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the emergency room. Loss of rv capture was observed and outputs were reprogrammed. The patient presented a month later and loss of capture was again observed. Rv outputs were again increased and the patient will be seen again within a month. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time and records indicate this device and lead remain in service. Should additional information become available this report will be updated.